Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and the delta p was coming in about 10cmh2o low. The pr3 was maxed out. The driver controller voltages were coming in low. The pr3 maxed with the head screw worn. Replaced the circuit to achieve correct pressures. Adjusted the ddi board, calibrated the driver controller and pwm to meet peak to peak voltage (initial voltages low). Replaced the pr3. Calibrated the airway pressure. Tested the alarms. Completed final circuit calibration and performance check. All pressures and voltages are now within specification.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the amplitude on the performance check is low; it's about 10cm off. The circuit calibration comes in, but the pr3 I has to be maxed out to get it to come in.